Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that fifteen (15) homechoice cassettes were damaged. This occurred before use of the devices. The registered nurse (rn) stated there were slits near the patient line luer. The rn advised the cassettes had slits near the patient line luer connector. The cassettes were not used for therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.